Manufacturer narrative:
Manufacturer's report date: 04/13/2011. (B)(4). The customer's experience was confirmed. A visual inspection identified a 1 inch long crack on the top surface below the slider of the accuslide flow regulator. Root cause of the crack was undetermined.

Event description:
The user reported that twelve hours into lipid infusion, they noticed a leak from the cassette. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No further information available.